Event description:
Based on additional information received on (B)(6) 2015, this case initially considered as non-serious is upgraded to serious as a seriousness criteria of required intervention for the event of allergic reaction was added. Also, the suspect company product was updated from synvisc to synvisc one. This unsolicited device case from united states was received on (B)(6) 2015 from the patient. This case involved a male patient (age not provided) who developed allergic reaction, felt terrible and could barely walk after receiving the treatment with synvisc one. No past drugs, medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2014, the patient started treatment with synvisc one injection (route, dose, frequency, batch/lot number and expiry date: not provided) into the right knee for osteoarthritis. On an unknown date, the patient was having an allergic reaction to synvisc one that was horrible. The patient reported that his hands and feet were hot, red, swollen and were very sore and lasted for 4-5 days. It was reported that the patient took laces out of his shoes and had seen seven doctors so far (two orthopaedics plus called a third). Further reported, the patient's general physician ruled out gout or kidneys failure. It was reported that the patient had 3 triamcinolone acetonide (kenalog) injections which completely relieved the symptoms but only for a limited amount of time and the patient could only have one about every 6 months. The patient reported that ring was a big problem and after triamcinolone acetonide injection, he was able to get his ring off. Also reported the patient would not get another triamcinolone acetonide injection since he had central nervous system (cns) side effects (unspecified) from them. Further reported, the patient's doctor had run dozens of unspecified tests to eliminate other causes. It was reported that the patient currently felt terrible and was barely able to walk. Further reported that the patient cannot brush his cat or carry his coffee and his feet were painful. Also reported, the patient tried diphenhydramine hydrochloride ((B)(4)) and that did not work. The patient wanted a knee replacement and also a referral to remove the synvisc one from his knee. Action taken: no action taken; outcome: unknown for all the events; seriousness criteria: required intervention for allergic reaction.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(6). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, a CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6)2015. This case initially considered as non-serious was not considered as serious. The suspect company product was updated from synvisc to synvisc one. Patient's demographics (gender) was added. Indication and location of the suspect product was added. Additional event of feels terrible with details was added. Symptom of hands and feet were hot for the event of allergic reaction was added. Corrective treatment of diphenhydramine hydrochloride was added. Corrective treatment of kennilog was updated to triamcinolone acetonide (kenalog) and the seriousness for the event of allergic reaction was updated to required intervention. Action taken with the suspect product was updated from unknown to no action taken. Clinical course updated. Text was amended accordingly. Additional information was received on (B)(6)2015. Global ptc number and results were added. Text was amended accordingly.